Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to turn on and could not be restored despite multiple reboot attempts by the user. The field service engineer (fse) observed a black screen upon arrival and identified a faulty drawer controller board. The fse replaced the defective drawer controller and module control controller, after which the system powered on successfully. Diagnostic testing was completed, and the customer verified proper operation within the application, confirming restoration of normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was unable to turn on and could not be restored despite multiple reboot attempts by the user. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.